Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle went through the catheter the following information was provided by the initial reporter, translated from chinese to english: the description of the incident was updated as follows: during the puncture process, the steel needle punctured the patient's skin and came out of the catheter. It was pulled out immediately and the connection with the connector was from the same batch. The description of the incident was updated as follows: when the needle core has not been withdrawn for puncture, observe the catheter moving forward, but the steel needle comes out from the side.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 09-jun-2023. H6: investigation summary a device history review was conducted for lot number 2322161. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample has been submitted to aid in our investigation. Our engineers were able to locate and observe the puncture wound in the catheter tubing. This event has been confirmed. Based on the location of the wound and feedback from the facility detailing the nature of use, our engineers were able to determine that the root cause for this event is related to the withdrawal and reinsertion of the needle, which lead to a misalignment and puncture of the tubing.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle went through the catheter. The following information was provided by the initial reporter, translated from chinese to english: the description of the incident was updated as follows: during the puncture process, the steel needle punctured the patient's skin and came out of the catheter. It was pulled out immediately and the connection with the connector was from the same batch. The description of the incident was updated as follows: when the needle core has not been withdrawn for puncture, observe the catheter moving forward, but the steel needle comes out from the side.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.